Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main full height cubie drawer 4 was not on bus. A field service engineer (fse) opened the back and found no lights on the module controller. The module controller was replaced. The drawer was now on bus but failed to stay closed. The fse inspected the inseparable and found the magnet missing. The fse replaced latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.